Manufacturer narrative:
Date of event is estimated. The allegation is against1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000091888.

Event description:
It was reported that following several falls, the patient experienced ineffective therapy. Troubleshooting revealed high impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was explanted and replaced to address the issue. It is unknown which lead exhibited high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.